Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received higher scan results of 347 mg/dl on the adc device in comparison to a blood glucose reading of 88 mg/dl on a healthcare professional (hcp) meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was 5 days. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not experience any symptoms but self-treated with mounjaro. The customer went to urgent care and only checked their blood glucose readings, obtaining 88 mg/dl, 153 mg/dl and 47 mg/dl from the hcp meter. No emergent third-party treatment was provided. There was no report of death or permanent impairment associated with this event.